Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID rvdr01 implantable pulse generator (ipg), implanted: 2013-(B)(6); 5086mri implantable pacing lead implanted 2013-(B)(6). (B)(4).

Event description:
It was reported that a micro-dislogement was noted on the right ventricular (rv) lead approximately two weeks post implant. Duringthe procedure to reposition the lead, the set screw could not be tightened. The lead remains in use and the device was explanted and replaced. No patient complications were reported as a result of this event.